Manufacturer narrative:
A complaint history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The sample was not returned for evaluation. The investigation is inconclusive for the reported failure to obtain samples as no objective evidence was provided for review. It is possible that the reported self-activation contributed to the reported sampling issue, as a self-activation of the cannula will prevent the device from obtaining samples as intended. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include issues related to use, tolerance stack up issues and damage to device. This device was labeled for single use.

Event description:
This report summarizes one(1) malfunction. A review of the event indicated that model mc1410 biopsy instrument reported that during a biopsy, the device allegedly failed to obtain samples and self activated. This report was received from one source. Patient was a 30 year old female, weight was not provided. This event involved one patient with no reported patient injury.